Manufacturer narrative:
Medtronic received additional information that the reason for replacement was aortic stenosis, a peak gradient approaching 60mmhg, and "extensive pannus ingrowth underneath the valve severely narrowing the outflow tract". The valve leaflets appeared normal and freely moved. It was also reported that the patient was noted to have severe, symptomatic heart failure. No additional adverse patient effects were reported. Updated the weight. Updated the relevant history. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 10 months post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm aortic bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.